Event description:
It was reported that removal difficulty occurred. The target lesion was located in the right coronary artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation. The balloon was inflated 5-6 times at 6, 10, 16, and 10 atms after which the device was leaking contrast. The device was removed with difficulty and the procedure was completed with an alternate device. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. A visual and tactile inspection revealed no issues with the hypotube shaft and that the distal extrusion was stretched. Microscopic analysis revealed no tears or pinholes in the balloon. The balloon was subjected to positive pressure and returned in a deflated state. Microscopic analysis revealed the tip was flared and that there was no damge to the markerbands; the inner lumed was stretched 4.5 cm from the tip along the shaft polymer extrusion to the port exchange. Initial attempts to inflate the balloon failed therefore the device was left in the waterbath. Another attempt to inflate the balloon failed due to the stretched distal shaft. The shaft polymer extrusion was dissected just distal to the shaft. An inflation aid was attached to the dissected shaft, and the balloon was inflated with no leaks or pinholes.no other device issues were identified during returned product analysis.

Event description:
It was reported that removal difficulty occurred. The target lesion was located in the right coronary artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation. The balloon was inflated 5-6 times at 6, 10, 16, and 10 atms after which the device was leaking contrast. The device was removed with difficulty, and the procedure was completed with an alternate device. There were no patient complications.